Event description:
Medtronic received a report that a solitaire encountered resistance in the proximal end of the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for and m2 ischemic cerebral infarction. Patient details: mrs (pre-operative), mrs (postoperative), nihss (pre-operative), nihss (postoperative), tici (preoperative), tici (postoperative) were unknown. The patient¿s vessel tortuosity was normal. The patient was not treated with a tpa. No passes were made with the solitaire. The time required from onset of cerebral infarction to revascularization/revascularize was unknown. There were no patient symptoms or complications associated with this event. Additional information received reported that the procedure was completed with another company¿s product. The cause of the solitaire resistance was not determined. Continuous saline flush was administered and maintained as indicated in the IFU. Ancillary devices: catheter terumo, headway 17.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.